Event description:
It was reported by the customer that they received a motor error alarm and a no delivery alarm. Customer's blood glucose level was 249mg/dl. Insulin pump replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.